Event description:
It was reported that the gastrointestinal videoscope exhibited vertical stripes and a noisy screen. The event occurred during demonstration. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the suggested event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.